Event description:
The user facility reported that they were using the incorrect hookup and parameter settings during reprocessing of endoscopes with their advantage plus automated endoscope reprocessors (aer) and the scopes were subsequently used during patient procedures. No report of injury.

Manufacturer narrative:
Medivators makes no claim on high-level disinfection efficacy when reprocessing instructions are not followed, or when incorrect hookups and parameter settings are utilized. The operator manual states (11), "selecting an incorrect endoscope type, parameter set, and/or hookup connection may prevent an endoscope from being properly disinfected; do not use the endoscope on a patient if this occurs." Medivators is not aware of any adverse clinical event associated with this incident and is filing this MDR because the high-level disinfection of devices processed in the advantage plus aer cannot be guaranteed unless devices are processed in accordance with medivators instructions for processing and use. The steris senior clinical infection prevention specialist has counseled user facility personnel on the importance of using proper hookups and parameter settings for their advantage plus aer units (serial #'s(B)(6) ) on multiple occasions prior to and after the reported event. No additional issues have been reported.